Event description:
Report received from the USA stating that the device experienced "heat." The device was being used during surgery. No patient or user injury reported; however, it is unknown if any medical intervention was reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).